Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the rv conductor was noted inside the connector pin consistent with fatigue, likely due to twiddlers syndrome. This fracture is consistent with the field observation of high hv lead impedance.

Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. X-ray revealed twiddlers syndrome. Lead was explanted and replaced.